Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose displayed "high" on the glucometer. Customer was hospitalized for diabetic ketoacidosis. Customer was treated intravenously with saline and insulin, and was released from the hospital on an unspecified date with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.